Manufacturer narrative:
Product event summary: the introducer and the dilator were returned and analyzed. No anomalies were found. The analyst noted visual inspection was performed on the sheath and the dilator, no anomalies was found, only dried blood was observed on the valve and the distal seal. Dilator insertion test was performed, no anomalies were found. Dis-assembly the introducer housing to inspect the valve and the distal seal, no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), when aspirating the sheath air was pulling through the sheaths¿ large valve. The physician then reinserted the dilator and removed it keeping the sheath completely still and the introducer sheath aspirated appropriately after that. The ipg was successfully implanted and remains in use. No patient complications have been reported as a result of this event.